Event description:
Smokeless bovie had a tear in the line that transports smoke to the machine. We could smell the bovie smoke more than usual. We don't need to have the smokeless system, so we just proceeded knowing we would smell the smoke like a normal gen change.